Event description:
The resident had used a portion of the track of the maxisky 600 system as an anchor point, to which they tied their bedsheet to and ended up hanging themselves. Reference MFR # 9681684-2013-00063.